Event description:
Additional information was received. It was reported that on a routine follow up CT scan, an unknown endoleak was observed coming from a contained rupture. The event is continuing.

Event description:
Additional information was received. It was reported that the previously reported unknown endoleak has been updated to a proximal type I endoleak coming from the bifurcated stent graft and was left uncorrected.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 68 mm diameter fusiform abdominal aortic aneurysm. The length of non-aneurysm aortic neck was 20 mm, proximal diameter of non-aneurysm aortic neck was 27 mm, distal diameter of non-aneurysmal aortic neck was 32 mm, diameter of right iliac aneurysm was 24 mm, diameter of right iliac artery was 20 mm, diameter of left iliac artery was 15 mm, diameter of right femoral artery was 7 mm, diameter of left femoral artery was 6 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and or calcification was 10 percent. At the patients one month follow up CT scan, the aneurysm measured 67 mm in diameter. At the patients one year follow up CT scan, the aneurysm had increased to 72 mm in diameter with no evidence of an endoleak. Approximately 15 months post implant it was reported that a CT without contrast noted aneurysm growth to 8.4 cm in diameter with an unknown endoleak coming from the right limb extension and was left uncorrected. Endotension was also noted. A secondary procedure was performed to resolve the aneurysm expansion and unknown distal endoleak. An endurant iliac extension was implanted in the patient. The event resolved and the patient recovered. The physician¿s assessment states that the event is not related to the device or the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm enlargement), (unknown cause of event). Conclusion: (unknown cause of event), known inherent risk of a procedure (aneurysm enlargement).

Manufacturer narrative:
(B)(4). Results, conclusion: endoleak, rupture. Unknown cause of event.